Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the keypad was found to be fully intact. All keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. No button contact defects were observed during investigation. The pump cover was removed; there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage found to the keypad flex. The reported issue with the keypad buttons was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.